Event description:
It was reported that during a podiatry procedure, the saw was causing blades to break. It was reported that nothing entered the surgical site. The procedure was completed successfully with the same saw. No delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
It was reported that during testing conducted at the manufacturer facility, the saw was overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event. The sagittal boot was found to be worn and not indexing properly, which is a probable cause of the reported breaking of blades. The driver bearings were found to be shattered and the rotor bearings were found to be worn, which are probable causes of the reported overheating. The device has been repaired but not returned to the user facility yet.